Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer initially reported complaint for code (---) and towards end of call reported she had obtained a result of hi. At the time of the call, the customer reported feeling ill with symptoms of dizziness and thirst. Customer was going to contact primary care physician. No further information was able to be obtained.